Event description:
It was reported that when the gastrointestinal videoscope was put into the processor, it is blank with no picture. The issue occurred during inspection for use. There was no patient involvement.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.